Event description:
It was reported by the customer's mother, that the buttons on the insulin pump are unresponsive. It was also reported that the customer received a battery out limit alarm. Customer's blood glucose level at the time 136mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to unlocked connector at lcd board. Insulin pump was unable to verify unexpected battery out limit alarms due to unresponsive buttons. Insulin pump received with minor scratches on lcd window.